Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited right ventricular oversensing due to post-paced t-wave oversensing. Programming changes were made to address the issue. The patient was stable throughout.